Event description:
It was reported that the patient presented with syncope and encountered arrhythmia and heart block. The right ventricular (rv) lead exhibited high thresholds. The device was reprogrammed with increased rv lead output and pulse width and later put the patient on steroids to bring down the threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).